Manufacturer narrative:
It was reported an internal electrical component sparked and burned the fabric foundation of the unit. Examination of the pad shows arcing between the leads of one of the thermostats that resulted in a 1/4" burn hole in the cover of the pad. Other evidence (the bunched up condition of the pad and the taped-down safety switch) suggest the unit was used improperly. We concluded that this report was attributable to misuse of the product on the part of the consumer. This particular style of thermostat was changed several years ago to a design that prevents arcing in abuse conditions.

Event description:
It was reported an internal electrical component sparked and burned the fabric foundation of the unit.